Event description:
It was reported that the user experienced difficulty during a teflon infusion set supply change, deploying several infusion sets incorrectly due to adhesive handling issues before application, after which insulin delivery was resumed following guided troubleshooting and education. No reported adverse clinical effects. Outcomes included no alarms and no hospitalization. Investigation included customer interview, troubleshooting guidance, and education on correct infusion set application and connection. Investigation of this case revealed user handling error related to infusion set application and attachment, with no device malfunction identified and no lot information available. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set application.